Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received with power error detected alarm. The blood glucose was 120 mg/dl at the time of the incident. Customer received power error detected alarm again after replacing battery cap. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed battery power error. The power management tool confirmed battery power error was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance on printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly.